Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was seen in-clinic and high shock impedance was observed. The shock impedance measurement was mentioned to fluctuate between 150 and 210 ohms, which is high out of range. The s-ICD remains in service. No adverse patient effects were reported.